Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. D6:the ipg was implanted in december 2018. Exact date unknown.

Event description:
It was reported that during a lead revision procedure n (B)(6) 2020 (reference MFR number: 1627487-2020-02928 and 3006705815-2020-01254) ¿ipg battery low- please recharge¿ message was received. An extracorporeal attempt to recharge the ipg was unsuccessful. Patient reported the ipg has not been recharged since sept 2019. In turn, the ipg was explanted and replaced with a new ipg addressing the issue. Therapy was resumed post operatively.